Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a tubing tear on the heater line. An underwater pressure test was also performed and leakage was observed at the tubing tear location on the heater line. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. This was observed during use of the device for peritoneal dialysis(pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.